Event description:
Case description: investigation result: name:(B)(6), batch number: unknown, no investigation was possible, because neither sample nor batch number was available. Name: novopen 4, batch number: lvg2y52-1 the product was not returned for examination. The batch documentation was reviewed.there is nothing abnormal found. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. N np4 main assembly line, there are the following checking: 1.~for sa3, there is piston rod return manual check to ensure the piston rod can return normally. 2.~in dm3.5 machine, after dosage selector and button assembled, the injection force measurement is performed. During measurement, the dosage selector with button must be pull out to 60iu, and then push back. The injection force will be measured during this process and it should be in 6+/-2n. Process parameters during the control measurement of injection force: measured between: 10 and 50 iu, counter pressure: 6 +/- 2 n, based on above check, the final product can be ensured to inject normally. No abnormalities relating to the observed problem were found. All details refer to the following attachment. The batch documentation has been reviewed and found to be normal. No further information available. Since last submission the case has been updated with the following: -investigation result updated -imdrf annex b,c, d, g codes updated -narrative updated accordingly. Final manufacturer's comment: 07-mar-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 2 diabetes mellitus is a risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin n penfill. H3 continued: evaluation summary name: novopen 4, batch number: lvg2y52-1. The product was not returned for examination. The batch documentation was reviewed.there is nothing abnormal found. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. N np4 main assembly line, there are the following checking: 1.~for sa3, there is piston rod return manual check to ensure the piston rod can return normally. 2.~in dm3.5 machine, after dosage selector and button assembled, the injection force measurement is performed. During measurement, the dosage selector with button must be pull out to 60iu, and then push back. The injection force will be measured during this process and it should be in 6+/-2n. Process parameters during the control measurement of injection force: measured between: 10 and 50 iu counter pressure: 6 +/- 2 n based on above check, the final product can be ensured to inject normally. No abnormalities relating to the observed problem were found. All details refer to the following attachment. The batch documentation has been reviewed and found to be normal.

Event description:
Hyperglycaemia - 420 mg/dl [hyperglycaemia]. Novopen pen that was not activating to dispense medication. [Device failure]. The rod does not even reach the insulin plunger [device malfunction]. Case description: this serious spontaneous case from brazil was reported by a consumer as "hyperglycaemia - 420 mg/dl(hyperglycaemia)" beginning on dec-2022, "novopen pen that was not activating to dispense medication.(device failure)" with an unspecified onset date, "the rod does not even reach the insulin plunger(device component malfunction)" with an unspecified onset date, and concerned a elderly female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novolin n penfill (insulin human) (dose, frequency & route used-unk) from unknown start date for "type 2 diabetes mellitus". Patient's height, weight and body mass index (bmi) was reported. Current condition: type 2 diabetes mellitus (for 40 years), heart disease (since 40 years), chronic kidney disease. Concomitant products included - furosemide, carvedilol, losartan potassium, clopidogrel bisulfate, talopram [citalopram hydrobromide](citalopram hydrobromide), exelon [rivastigmine](rivastigmine), combiron folico(calcium pantothenate, cyanocobalamin, folic acid, iron pentacarbonyl, nicotinamide, pyridoxine hydrochloride, riboflavin, thiamine mononitrate), vitamin d [vitamin d nos], amlodipine, atorvastatin, forxiga(dapagliflozin propanediol monohydrate). On an unspecified date in dec-2022, the patient experienced hyperglycaemia 420 mg/dl for two days in a row, getting to be hospitalized. The reporter thought that the patient was not eating right. The patient even started to follow a more restricted diet, and even so, the hyperglycaemia continued to increase, reaching 420 mg/dl. The patient began to realize that the problem was with the novopen 4, the pen was not activating to dispense medication. The pen selects the dosage, but when the ejector button was pressed, the rod does not even reach the insulin plunger. Since an unspecified date, the patient was better because she bought a new novopen pen. The patient did not discontinue treatment. A flow test was performed, and the pen returned to normal. Selector returned to zero and medicine came out at the tip of the needle. Batch numbers: novopen 4: lvg2y52-1, novolin n penfill: not available. Action taken to novopen 4 was reported as unknown. Action taken to novolin n penfill was not reported. The outcome for the event "hyperglycaemia - 420 mg/dl(hyperglycaemia)" was recovering/resolving. The outcome for the event "novopen pen that was not activating to dispense medication.(device failure)" was not reported. The outcome for the event "the rod does not even reach the insulin plunger(device component malfunction)" was not reported. No further information available. Reporter comment: the reporter presented considers that the adverse event is related to the use of the nn product.